Event description:
Customer complaint: the low pressure alarm occurs and the unit stopped ventilation for 5 minutes. Customer's technical staff confirmed the following: this problem sometimes occurs. The time of no ventilation (zero flow output) is 4 to 5 minutes. The problem suddenly occurs and suddenly recovers. The costant flow is correct output. (8 1pm) low pressure alarm occurs normally. It was reported this was found during testing and there was no pt involvement.